Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on (B)(6) 2024. It was reported that the patient was inappropriately diuresed resulting in acute kidney injury. The patient was hospitalized and guideline directed medical therapy was held. Nephrology services were consulted and renal imaging was performed. The patient was closely monitored for renal function and volume status. The patient was discharged (B)(6) 2024 and is currently stable at home.

Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.